Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the plate is broken (one sided). Based on the topography of the fracture surface, the plate was subjected to high dynamic bending loads. Constantly alternating bending loads / load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate broke after 3 months, then re-operation on (B)(6) 2014. Patient is stable. This report is 1 of 1 for (B)(4).